Event description:
It was reported while using the surgical fiber during a prostate procedure, the fibers tip was damaged at 46,879 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The identified issues may activate the fiber life function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firming condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.